Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery (rca). It was 90% stenosed, calcified, and moderately tortuous. The physician attempted to cross the lesion with intravascular ultrasound (ivus), but was not able to cross the lesion. The physician then dilated the lesion with a 2.0mm balloon (unknown type). The physician then attempted to cross the lesion with the 2.50x12mm taxus express2 drug eluting stent, but was unable to cross and upon removing the device from the patient, it was noted that the stent was lifted up. The procedure was successfully completed with a 2.50x16mm taxus stent and the results were confirmed with ivus. No patient complications were reported, and the patient condition is good.